Event description:
Per the clinic, the patient experienced a recurring abscess (infection) at the incision site. There are plans to explant the device and to reimplant the patient with a new device; however, it is unknown if this has occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, and there are no plans to re-implant the patient with a new device as of the date of this report.